Event description:
It was reported that battery on the implantable pulse generator (ipg) went to elective replacement indicator (eri) fast. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.